Manufacturer narrative:
Device evaluation attached is on retained representative samples because the lot number was unknown. Device not returned to manufacturer.

Event description:
Two incidents reported on the same patient, patient has been using elisio dialyzers since (B)(6) 2015: on (B)(6) 2016, starting the dialysis session, the patient reports restlessness, malaise, and shortness of breath. Desaturation avoiding bronchospasm is the target. The patient receives corticosteroids via IV and oxygen therapy. Symptoms resolve and dialysis restarts. On (B)(6) 2016, during the dialysis session, the patient shows the same symptoms but more severe. The patient receives corticosteroids via IV, antihistamines via IV and oxygen therapy. Dialysis is stopped (without returning blood) and treatment is switched to sureflux 19ux (cellulose triacetate membrane). Medications used during dialysis: hibor (bemiparin sodium) 5,000 iu, venofer (iron sucrose), zemplar (paricalcitol)-not given in this treatment). Medications at hospital and at home: adiro (acetylsalicylic acid) 100mg: 0-1-0, amlodipine 5mg: 1-0-1, mimpara (cinacalcet hydrochloride) 60mg: 0-1-0, becozyme (thiamine-vitamin b1) 90mg: 0-0-1, brilique (tricagrelor) 90mg: 1-0-1, omeprazole 20mg: 0-0-1, renvela (sevelamer carbonate) 2.4g powder packet: resincalcio (calcium polystyrene sulfonate) powder packet:0-1/2-0, seguril (furosemide): 1/2-1-0, zarator (atorvastatin calcium) 40mg: 0-0-1, levemir (insulin detemir): 0-19 iu-0.